Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in bvvi. The physician prefers not to take any action and continue to monitor the patient by follow-up. The patient was in stable condition.